Event description:
It was reported that early sensor expiration occurred. The sensor was worn beyond 10 days, which is off-label usage of the device. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).